Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The infusion sleeve with the bsi was visually inspected, and no obvious defects were found. A lab stock fluidics management system (fms) was used to test the infusion sleeve. Twist test was performed to check the interference fit between the sleeve and the phaco tip. No twist was observed on the sample. The irrigation free flow rate was tested and found to be within specification. The root cause of the customer's complaint could not be established, since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined, that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that water did not come out from a sleeve during irrigation/aspiration. The product was replaced and the surgery was completed. There is no patient harm,